Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The noise could be reproduced with arm movements. The device was reprogrammed. The patient was in good medical condition and would be monitored.